Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes therapy consultant reported via e-mail that she was hospitalized due to high blood glucose. The diabetes therapy consultant also reported that the buttons were sticking and harder to push. The customer's blood glucose was over 200 mg/dl at the time of the incident. The diabetes therapy consultant stated that the insulin pump shoots up the insulin dosage really fast when the patient puts in the carbohydrates amount. The insulin pump will not be returned for analysis.